Event description:
It was reported that the right ventricular (rv) lead was damaged during a normal generator change-out. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-52 lead (B)(6) 2002; (B)(4).